Event description:
It was reported a patient presented in clinic with fainting. No changes were reported on their pacemaker. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-37068. Related manufacturer reference number: 2017865-2024-37069. It was reported a patient presented in clinic with fainting. Electrogram (egm) analysis by technical services showed the device was working as programmed, however there was right ventricular (rv) loss of capture and atrial lead occasional under-sensing. No changes were reported. There were no patient consequences.